Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager was failed and had no power. A field service engineer identified that the remote manager (rm) had failed, and no recovery option was available. Coordinated with customer to manually access the remote manager using the pyxis key and force a failure condition. Once the recovery option became available, performed the hardware recovery process successfully. Verified that the remote manager was restored and functioning properly. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager, remote manager was failed and had no power. The customer stated that this malfunction occurred while dispensing the medication, and they had to access the medications from pharmacy. There were no adverse events or injuries reported based on this event.